Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. The customer reported blood glucose value of 400 mg/dl. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kl. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a and mmt-332a. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, scratched serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below for the bolus listed on the event date (B)(6) 2024, in the pump history file. 05/31/2024, 10:32:33.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 3.3, bolus amount delivered = 3.3. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024, in the pump history file. 05/31/2024, 22:49:00.000, daily totals: daily total collection start time = 05/31/2024, 00:00:00.000, daily total of all insulin delivered = 19.9, daily total of basal insulin delivered = 16.6, daily total of bolus insulin delivered = 3.3. There were no auto suspend (12) alarm or user suspended alarm noted, in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 05/25/2024, 06:46:00.000, alarm alert notification: fault number = low battery alert (104). 05/25/2024, 16:17:00.000, alarm alert notification: fault number = change battery fault (73), 05/25/2024, 16:23:21.000, battery removed. 05/25/2024, 16:23:21.000, alarm alert notification: fault number = battery removed (84), 05/25/2024, 16:23:36.000, battery inserted, 05/31/2024, 22:38:03.000, battery removed, 05/31/2024, 22:38:03.000, alarm alert notification, fault number = battery removed (84). 05/31/2024, 22:48:00.000, alarm alert notification: fault number = battery removed (84) 05/31/2024, 22:49:04.000, alarm alert notification: fault number = post-reset ram crc alarm (23). 05/31/2024, 22:49:19.000, alarm alert notification: fault number = batt out limit (6). 05/31/2024, 22:49:30.000, alarm alert notification: fault number = batt out limit (6). The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected, due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after, the low battery alert). Pump error 23 and battery out limit alarm were expected, due to the battery removed for more than 10 minutes. And the pump's time reset. Low battery alert (104): not confirmed. Change battery fault (73): not confirmed. Pump error 23: not confirmed. Batt out limit (6): not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.